Manufacturer narrative:
Initial reporter address and phone were not provided.

Event description:
The advocate stated her sister ran blood glucose tests on 2 contour meters and the readings were 344 and 133mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedthe test strips are to be returned for evaluation.replacement test strips were sent to the customer.